Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information from the patient via the manufacturer¿s representative reported that it looked like their implantable neurostimulator (ins) pocket was infected. It was noted that the patient hit the ins on a door a few days prior and it ¿really hurt after that¿. The patient spoke to their doctor who prescribed them some antibiotics and told them to go to the emergency room. The entire ins system was explanted on (B)(6) 2016 and the patient was on a wound-vac on the pocket and will go to rehabilitation for a short stay. No diagnostics or troubleshooting was performed. The issue was reported as resolved at the time of this report. The indications for use for the implanted device were noted as chronic low back pain and spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.